Event description:
Home patient's spouse called baxter's technical service center to report the patient connected during the prime cycle of their automated peritoneal dialysis therapy. Follow up with the spouse indicated the patient ended treatment at that time and reset up with all new supplies. Per spouse, no patient injury or medical intervention was associated with this incident.